Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿improved resource utilization with similar efficacy during early adoption of cryoballoon pulmonary vein isolation as compared to radiofrequency ablation for paroxysmal atrial fibrillation.¿ journal of atrial fibrillation. 2015. Feb-march; volume 7:issue 5. 10. (B)(4).

Event description:
Donald siddoway, md, mati friehling, md, andrew voigt, md, samir saba, md, sandeep jain, md. ¿improved resource utilization with similar efficacy during early adoption of cryoballoon pulmonary vein isolation as compared to radiofrequency ablation for paroxysmal atrial fibrillation.¿ journal of atrial fibrillation. 2015. Feb-march; volume 7:issue 5. The literature publication reports the following patient complications: there were two (2) patient who experienced persistent phrenic nerve injury (pni), both of which resolved within two months of the procedure. No patient complications have been reported as a result of this event.